Event description:
A report was received that the patient was experiencing discomfort and was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was relocated.